Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak of approximately 10ml of a clear fluid that was not contained from the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is an exposure/risk management plan available at the facility. The leak did not affect patient results. There were no erroneous results reported. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found the sample access reservoir had a cut in the tubing from the aspiration station to the reservoir. The diluent had leaked on to another valve which affected the blood detectors. The fse replaced the entire sample access reservoir assembly. The cause of the leak is attributed to cut tubing at sample access reservoir. (B)(4).